Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 76-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was identified that there were suction alarms coinciding with the identification of a thrombus. It was noted that suction alarms had sounded during support and that lowering the p level failed to resolve the issue. Flows were lower than expected and an echocardiogram showed a thrombus in the left ventricle. The patient's condition stabilized without intervention and the impella was explanted once the need for support was no longer required. Although some biomaterial was noted on the pump following removal, no action was initially taken regarding the thrombus. However, a follow up report noted that the patient experienced a cerebral infarction upon removal of the pump. The stroke was considered embolic at the time of reporting. Additional information pertaining to the stroke was not provided.